Event description:
A pt reported experiencing hyperglycemia while the pt's surestep meter displayed low blood glucose readings. Pt has type 2 diabetes mellitus since 5 years and tested blood glucose twice a day. Due to family problems, pt has not been tested blood glucose for 30 days. Around the end of the month, the pt started experiencing shaking and thirst. Pt tested blood glucose and obtained a reading of "0.3mmol/l" on ss meter at 11:00am and 12:00pm. Pt ate more sugar than usual and still had blood glucose "0.3mmol/l" on ss meter. Pt went to hosp based on the pt's physician's advice. At the hosp, a laboratory test showed that pt had a venous blood glucose of 10.5mmol/l. Pt refused to stay at hosp and left home without receiving any medical treatment. Pt followed a strict diet to adjust the pt's blood glucose. No changes were made in pt's medications due to the event. Pt had been reportedly using test strips with an expiration date of 2001. No further info is available. No allegations of harm have been made.